Manufacturer narrative:
Lot number or product was not provided by the rptr; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]; extensive nerve damage [nerve injury]; zinc toxicity [metal poisoning]; numbness in legs [hypoaesthesia]; loss of coordination [coordination abnormal]; difficulty maintaining balance [balance disorder]; muscle weakness [muscular weakness];pain-legs [pain in extremity]; severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, an adult male age (B)(6), used fixodent denture adhesive, version unk cream beginning (B)(6) 2006 to present, after using super poligrip denture adhesive cream (B)(6) 2006, unspecified total daily applications for his personal use, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in symptoms that include numbness in legs, pain in legs, muscle weakness, loss of coordination, and difficulty maintaining balance. Treatment: has rec'd and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.